Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the gap on the adhesive between the acoustic lens and ultrasound probe likely occurred from an external force applied to the part. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. Due to a pinhole on channel tube, water tightness was lost. Due to a pinhole on the bending section cover, water tightness was lost. The adhesive on the bending section cover had a discolored area. The forceps channel port had corrosion. The paint on air/water cylinder was peeled. The scope cover plate was detached. The universal cord had buckling. Due to wear of the angle wire, the bending angle in up direction did not meet the standard value. Due to wear of the angle wire, the play of the up/down knob was out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had a pinhole (air/water leakage). The issue was detected during reprocessing. No patient injury reported. During the evaluation of the device, it was noted there was a gap on the adhesive between the acoustic lens and ultrasound probe. This report is to capture the reportable malfunction of the gap on the adhesive between the acoustic lens and ultrasound probe noted at estimation.